Manufacturer narrative:
(B)(4). Eval summary: the analysis results found that the (B)(4) device was returned in good visual condition and with no cartridge present. Four cartridges were received inside the bag. Cartridges b and c were received unfired and were tested for functionality with a test device; the device fired, cut and formed all the staples as intended. Cartridge d was received partially fired and with the lockout damaged. The damage to the cartridge lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. Cartridge e was noted to have a wedge band bypass, as the left side was 1/4 fired and the right side 1/2 fired. The returned device was tested for functionality with a test cartridge and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no anomalies were found during the manufacturing process. (B)(4).

Event description:
It was reported that during a hepatectomy procedure the device was fired only halfway and could not complete the firing. Another device was used to complete the case. There were no adverse consequences to the pt.